Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 314.570, lot 1327407: manufacturing site: werk hagendorf. Release to warehouse date: march 10, 2005. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the screwdriver was worn at the tip. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition was identified as an end-of-life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. The current and manufactured to drawings were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on nov 6, 2023, while inspecting the instrumentation, after going through the decontamination process, sales rep noticed that there were several instruments that were damaged. There will be a total of eight products on this complaint. There was a 5 mm flexible screwdriver, and the tip of the screwdriver is broke off. There was a 17 mm flexible monobloc reamer, and this item appears to be twisted in a manner that has had severe torque applied to it. There was the self retaining pin for the power screwdriver. The tip of it has threads on it, and the threads were broke off. There was a 2.5 mm screwdriver, and the tip of the screwdriver was stripped. There was a 2.8 mm drill guide, and the threads on it were stripped. There was a handle for the 2.8 mm drill guide and the inner threads on this handle are stripped. The tip of the depth gauge is broke off. There was another debt gauge in the tip of the depth gauge is bent. All of these items were sc stock and belong in field inventory sets. All of these items needed to be replaced so that the field inventory sets would be full. There was no patient involvement in any of these items. All items were also available to be returned. This report is for one (1) scrdriver-hex-small ø2.5 l270. This is report 3 of 5 for complaint (B)(4).